Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.